Event description:
Information received by medtronic indicated that, customer reported communication issue between insulin pump and transmitter and no signal icon for sensor. No harm requiring medical intervention was reported. Troubleshooting was performed and communication was not established.  It was unknown that, customer will continue to use the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.